Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode on the day the patient underwent surgery. Technical services (ts) reviewed the episode and determined that the signals were most likely caused by external noise. Lead impedance measurements taken before and after the episode were within normal range. Ts also noted that the minute ventilation (mv) feature was disabled and recommended scheduling an appointment if this feature is required by the patient. No adverse patient effects were reported. This device remains in service.